Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2015 for removal of the abutment and debridement of scar tissue at implant site, the site was sutured closed. The implanted device remains. During the same procedure the patient was implanted with a new device superior to the original site.